Event description:
Burning in chest/sore throat; currently using a required medical device (CPAP) to prevent afib. The CPAP machine had particles in the water tray. I have not gotten notified of the recall on the device but the website listed my machine as defected. Dream station autocpaphumht dom, ref dsx500t11, s/n: (B)(4). FDA safety report ID # (B)(4).